Event description:
It was reported that the user required additional training on meal announcements and requested assistance with a feature related to meal dosing, as the system¿s adapted meal doses appeared too high. Symptoms included none reported during the event. Outcomes included no alerts or alarms and no healthcare utilization. Investigation included user education and troubleshooting and coordination with the patient¿s healthcare professional for follow-up. Investigation of this case revealed that meal size entries were likely incorrect, contributing to elevated adapted meal doses. It was concluded that, based on previously established findings for similar reports, additional user training on proper meal announcement use and correction of meal size inputs would address the dosing concern.